Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery effectiveness under those measurements as well as troubleshooting options. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates the associated electrode was revised and shock impedance measurements were within range, with a defibrillation threshold (dft) test performed successfully. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and discussed therapy delivery effectiveness under those measurements as well as troubleshooting options. This device remains in service. No adverse patient effects were reported.